Event description:
It was reported: "dr (B)(6) performed a total knee replacement using scorpio instruments. When dr (B)(6) attached the anterior stylus to the anterior skim cutting guide and then to the distal femoral alignment guide and proceeded to measure the bone to resect from the pt's anterior femur, dr (B)(6) informed me, there is too much movement within these jigs that his resection cut will result in either notching the anterior femur, rotational, and or flexion/extension concerns. He would like to have the instruments redesigned for future use."

Manufacturer narrative:
Additional info has been requested and if available, will be submitted in the supplemental report.